Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display due to corroded battery tube and corroded electronic assemblies. Device unable to verify critical pump error, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and minor scratches on case.